Event description:
It was reported that there was noise, a drop in impedance, undersensing, and an increase in threshold, on the right atrial (ra) lead. This was all observed after a valve replacement procedure. The ra lead was abandoned surgically an replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.